Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that stopcocks are frequently disconnecting from line and are unable to be secured to line. They have a non-secure connection. The patient became hypotensive. The therapy that was being administered during the event was inotropes. The stopcock was reconnected and called resident, inotropes increased to support blood pressure. The medical treatment was provided as increased inotropes. There was patient involvement and patient harm.